Event description:
The customer stated an axsym analyzer generated discrepant toxo igg results for one patient sample. The axsym analyzer generated a positive toxo igg result of 40 iu/ml. This value was discrepant from a previous negative toxo igg result of <3 iu/ml.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The complaint documentation notes the issue was resolved with probe replacements, and the probes were worn out from normal use. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information and this evaluation, no deficiency was identified.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.